Event description:
Transmural necrosis of the esophagus leading to multiple perforations and death. Photodynamic therapy is a 2-step process involving both injection of a photosensitizer (photofrin) and illumination with appropriate light delivery devices. Qlt phototherapeutics holds the nda for photofrin (20,451) and the PMA for the fiber optic diffusers, optiguide (PMA-940010). This report covers both.